Event description:
It was reported that during the implant procedure, the screw of the right ventricular (rv) lead did not deploy. Another lead was implanted. The lead has been returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the screw of the right ventricular (rv) lead did not deploy. Another lead was implanted. The lead has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694958 implantable tachy lead, implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: product ID# 693558. The full lead was returned, analyzed and the helix of the lead was extrinsically bent, visual summary analysis of the lead indicated damage at implant. Explanted 2013-(B)(6).